Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. At stent graft implantation a proximal type I leak was noticed and two aortic cuffs were implanted and the endoleak resolved. 8 months past stent implant a type I endoleak in the distal right iliac limb was observed and treated with an iliac extension cuff. Two months post iliac extension placement a type ii endoleak was noticed and embolized with coils. 5 months post coil treatment of the type ii leak, the pt was emergently brought to the operating room due abdominal pain and acute expansion of the aneurysm. The aneurysm measured 7 cm in diameter and type I proximal endoleak was observed. The physician externally encircled the aneurysm neck with umbilical tape to reduce the size of the aortic neck. The leak was then observed to be originating from the separation of the aortic cuff and bifurcated stent graft at the 90-degree bend of the aortic neck. The physician attempted to place another stent graft between the separation of the stent grafts, but the physician had difficulty negotiating the 90 degree bend in the junction which resulted in a rupture of aaa. The stent graft was removed and an aortobifemoral graft bypass was performed. 5 days following the aortobifemoral bypass the pt was treated for respirtory failure and was subsequently treated for staph infection and cholecysistitis until discharged to physical therapy 40 days later. The pt expired 21 months post initial stent graft implant. The death ceritifacte indicates that the cause of death was due to a massive intracranial bleed due to, or consequence of hypertension due to a fall.